Event description:
It was reported that on multiple occasions during use the catheter was unable to connect to j-loops, if pressure applied to line, the j-loop would pop off with a bd insyte¿ autoguard¿ pnk 20ga x 1.16in. The following information was provided by the company reporter: it was reported that on multiple occasions this catheter was able to connect correctly with our j-loops and when any pressure was applied to the line (ie with contrast) the j-loop would pop right off of the catheters creating quite a mess. Information per initial reporter: last night our ed had some issues with tie item below ¿ it seems that on multiple occasions this catheter unable to connect correctly with our j-loops and when any pressure was applied to the line (ie with contrast) the j-loop would pop right off of the catheters creating quite a mess it seems that only one lot number was the issue and for now as a precaution we pulled this lot number.

Manufacturer narrative:
H.6. Investigation summary: the defect catheter broke/separated before placement, leakage and catheter bent/kink could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on multiple occasions during use the catheter was unable to connect to j-loops, if pressure applied to line, the j-loop would pop off with a bd insyte¿ autoguard¿ pnk 20ga x 1.16in. The following information was provided by the company reporter: it was reported that on multiple occasions this catheter was able to connect correctly with our j-loops and when any pressure was applied to the line (ie with contrast) the j-loop would pop right off of the catheters creating quite a mess. Information per initial reporter: last night our ed had some issues with tie item below ¿ it seems that on multiple occasions this catheter unable to connect correctly with our j-loops and when any pressure was applied to the line (ie with contrast) the j-loop would pop right off of the catheters creating quite a mess it seems that only one lot number was the issue and for now as a precaution we pulled this lot number.